Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 431 mg/dl. Customer experienced thirst because of high blood glucose. Customer treated their high blood glucose via manual injections. Customer experienced issues with reservoir and attempted to remove and replace the reservoir several times. Customer advised they lost 100 units of insulin during that process. Customer was able to prime their new infusion set and eventually load the reservoir properly. The insulin pump will not be returned for analysis.